Event description:
It was reported that while this device was being run during a right shoulder glenoid preparation, metal shavings were produced. The surgeon attempted to remove the fragments using shaver suction but not all fragments were removed. Small shavings were visible on the video. The procedure was completed using a rasp.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Observed condition revealed metal gouging found on the inside surface of the outer shaft just proximal to the distal aspiration hole at the back side of the hood and on the outside surface of the inner shaft area around the aspiration holes. The complainant's event is typically caused when the user applies excessive leveraging/bending force on the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.